Event description:
The user facility reported to terumo cardiovascular that during cardiopulmonary bypass surgery, the shunt sensor displayed the error message, "arterial ph light intensity error." The perfusionist cleaned the surface of the sensor and saw tiny bubbles inside the device. There were three occurrences noted, but no reports were made on the other two occurrences. The product was not changed out. There was no delay to the surgery, and the surgery was completed successfully. There was no pt injury.

Manufacturer narrative:
Terumo has not received the actual device and will be submitting a follow-up report when more info becomes available. (B)(4).